Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was confirmed in received device's logs. The replacement of the fresh gas pressure transducer printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The pressure transducer printed circuit board is part of the pressure measuring in the system. System checkout (sco) was performed after case revealed that multiple subtests failed. One of them was pressure transducer test. It failed due to zero pressure offset drift being outside defined intervals for fresh gas pressure transducer pcb. The fresh gas pressure transducer measured that zero pressure offset had drifted outside acceptable limits (drifted more than +/-300 mv from factory default), measured offset was approx. 9,9 v. Prior investigations, performed for similar failure, have found that the cause of this pressure transducer pcb failure is that the pressure sensor on the pcb is broken. The investigation found that the pressure sensor bond(s) was broken due to corrosion caused by contamination by cleaning detergent. Our conclusion is that the pressure sensor on the printed circuit board was broken and, based on prior investigations, most probable due to corrosion caused by contamination by cleaning detergent. However, since defective part has not been returned for the further analysis, the root cause of the pressure transducer printed circuit board failure in this complaint has not been determined. The correction of field h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 07/02/2019; corrected manufacture date: 06/18/2019.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation generated two technical error codes indicating pressure sensor error. There was no patient harm. Manufacturer's reference (B)(4).